Event description:
The customer reported the ventilator alarmed and showed diagnostic codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb board cable to address the reported problem. The biomedical engineer was contacted for followup information but no response was received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer advised to evaluate pcb board and cable; no information received from customer.